Event description:
Customer's father reported via phone call that air bubbles were found in the reservoir. The customer has experienced issued with air bubbles for months. It was stated, the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. No troubleshooting was performed as the customer had already changed the set. It was noted that the customer has a 7 series insulin pump but is using 5 series reservoirs. It was also mentioned that the customer has issues with the transmitter not blinking when connected to the sensor. It was stated that the sensor seemed broken. Blood glucose value was 217 mg/dl. The reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-17120.